Event description:
It was reported that the patient recently had an accidental trauma to their neck (kicked in the neck by her baby). After the event the patient complained of muffled hearing during the stimulation. The physician noted that diagnostics were within normal limits and x-rays were performed with no anomalies identified. Additional information was received that the physician did not find any anomalies in the images, but hypothesized that the tie-downs may be rubbing against the patient's vagus nerve. Chest ap and lateral neck x-rays were received for review. Based on the images provided, no anomalies that would indicate a device malfunction were identified. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.